Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system computer was malfunctioning. Replaced computer, loaded software. System functions within specifications. The replaced computer has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed the message "system booting, please wait" and would not advance through the boot up process. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect computer was unable to confirm reported problem. Os and o-arm application (3.2) boot. Time/date (cmos battery) check good. Virus scan done. Installed o-arm computer in test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. No problem found.